Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed, and it was found to have a dislodged grip ring likely causing the grip tips to not open. The grip open lever was not functional. The grip ring moved freely up and down at the grip drive adapter. When placed on an in-house system, the instrument passed recognition and engagement tests. It moved intuitively with full range of motion in all directions.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument could not be used. The customer tried several times with no change. The procedure was completed using a back-up instrument with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the issue was not related to broken cables, cauterization, or having intermittent sealing. The instrument was not recognized by the system; it did not work at all during procedure. The customer tried a new instrument which was recognized immediately. No errors occurred.